Manufacturer narrative:
Investigation pending.

Event description:
This incident occurred in (B)(6). The caller alleged a variance between inratio inr results and the lab inr results. On (B)(6) 2015, a patient brought his instrument back to the pharmacy and requested that the value ranges be checked to compare with the results observed when he tested himself on (B)(6) 2015. The results on that date were as follows: inr results = 1.2 while the lab inr = 2.4. Therapeutic range: not available. Although requested, no further information is available. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).

Manufacturer narrative:
Strip lot k333796 expired in october 2014. No other complaints were reported for this strip lot while it was within expiration. Therefore, no investigation was performed on this lot prior to its expiration. A review of the manufacturing records for strip lot k333796 did not uncover any relevant non-conformances. The lot meets release specification. The customer was using a product which had already been expired for approximately a year when their inratio test was performed. This cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.